Manufacturer narrative:
Additional information was received stating no action has been taken regarding the event of discomfort and swelling at the ipg site.

Event description:
A report was received that the patient experienced discomfort and swelling around the ipg site. The patient underwent a procedure to re-site the device. No further information can be obtained at this time.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and the event is resolving. The event was assessed as procedure and device related. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced discomfort and swelling around the ipg site. The patient underwent a procedure to re-site the device. No further information can be obtained at this time.

Event description:
A report was received that the patient experienced discomfort and swelling around the ipg site. The patient underwent a procedure to re-site the device. No further information can be obtained at this time.